Manufacturer narrative:
As reported, the laparoscopic tip of the nezhat-dorsey smokevac irrigation tubing set broke during use. As reported, the subject device is not available for evaluation, however same lot samples (3) have been received. The irrigation and suction buttons on the trumpet valve were pressed and function as intended. The white caps are attached with no anomalies found. Based on the lot sample evaluation and investigation performed, a definitive root cause cannot be determined, however the most probable root cause is an event occurring during user device interface. Review of manufacturing records confirms product was manufactured to specification.. This MDR represents the bard/davol nezhat-dorsey smokevac irrigation tubing set (device #3). Additional mdrs were submitted to represent the two bard/davol nezhat-dorsey smokevac irrigation tubing set (device #1 & device #2). Lot sample evaluated.

Event description:
As reported, during laparoscopic cholecystectomy procedure on (B)(6) 2022, three bard/davol nezhat-dorsey smokevac irrigation tubing sets were used with a manual bulb pressure bag system. As reported, the press attachment for the laparoscopic tip cracked/broke with initial irrigation flow on all three devices. As reported, the procedure was completed by using a reusable screw-in laparoscopic suction irrigation tip on final trumpet, with press fitting removed. There was no reported patient injury/harm.